Event description:
It was reported that the patient experienced a pericardial effusion post-implant which the physician believed was caused by the right ventricular (rv) lead. The effusion progressed to cardiac tamponade requiring pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.